Event description:
A hemodialysis in pt user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the dialysate. The machine had alarmed. Estimated blood loss was 350cc. The pt had no adverse effects and no medical intervention was required. The pt did complete treatment upon re-setup with new supplies. Sample has been discarded.

Manufacturer narrative:
Summary of investigation/conclusions: the reported complaint is not confirmed. A complaint sample is not available for evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. In the event a complaint sample is received, the complaint will be reopened and updated. The manufacturer production records were reviewed and all lot release criterion were met. No further analysis/investigation required.